Manufacturer narrative:
(B) (4) = unsuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 07/06/2010 and 07/13/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to an unsuccessful ring repair. No further details were provided.

Event description:
It was reported that the device stapled and did not cut. The case was completed with another device with no pt consequence.

Manufacturer narrative:
This event was originally reported as unsuccessful ring repair. Through investigation it was learned that the ring was explanted at implant and replaced with a valve. There is no information that suggests malfunction, failure or other deficiency related to the annuloplasty ring. Furthermore, there is no information that suggests the ring may have caused or contributed to patient injury or death. Events meeting these specific criteria do not constitute a complaint. Therefore, it has been determined that this event is no longer reportable to the FDA.